Event description:
The patient was originally implanted with an aus device on (B)(6) 2010. The pump was removed on (B)(6) 2011 for an unspecified pump malfunction. The implanting hospital did not return the device for evaluation. Patient status is unknown.